Event description:
The customer reported that the live image on the 9900 system is not updating, then it stops during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be determined. The system works without problems. The error log, operating voltage, batteries, and the tracking were checked during the service call.